Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. The 97% stenosed lesion being treated was located in the mildly calcified, mildly tortuous proximal right coronary artery (rca). The lesion was predilated with a 2.5x18mm non-bsc balloon, inflated to 10 atm for 45 seconds. The physician deployed a 3.00x20mm taxus express2 drug eluting stent, inflated to 11 atm for 30 seconds. The stent was well apposed. Medications: plavix, asa, integrilin, heparin, and nitroglycerin. Three days post the taxus stent implant, the pt presented with an st elevated myocardial infarction. Angiography revealed thrombus in the proximal portion of the previously placed taxus stent. Angiomax was given and multiple inflations were made with a 2.5x12mm non-bsc balloon, inflated to 12 atms for 30 seconds. Flow was restored. A distal edge dissection was suspected due to heavy clotting and identified in the mid portion of the vessel. A 3.0x15mm and a 3.5x18mm non-bsc stent were placed. Additional inflations were made with 2.5x15mm, 1.5x12mm, 2.5x10mm, 2.5x12mm non-bsc balloons. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplement medwatch will be filed.